Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-06483. During the permanent implant procedure, one of the pt's leads revealed high impedance. The leads were re-inserted into the ipg and high impedance remained. Another ipg was used, but high impedance was still present. The doctor decided to implant the leads and ipg regardless of the issue. Post-op, normal impedance was found and the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.